Manufacturer narrative:
The actual incident was not witnessed by anyone. The mother of the deceased pt discovered her son lying on the bed with his head between the mattress and side rail. After two conversations with the mother and one conversation with the dealer that sold the equipment, no malfunction has been identified. With the info presented, the MFR assembled a similar combination of equipment and attempted to simulate. No obvious cause was discovered. Some potential causes were discussed but all were based on a significant amount of speculation that was not supported by the facts. Conclusion is that during a period when the pt was left unattended, his breathing was obstructed in some manner by the bed rail or mattress. At this point, simulations showed this situation would not result in imminent death. However, because the pt was a quadriplegic, he was not able to extricate himself and that is what most likely lead to his death. As a precaution, the safety summary provided with this equipment warns against the use of equipment for pts' capable of injuring themselves, and suggests an alternative form of restraint.

Event description:
MFR rec'd a report of a pt placing his head between the mattress and side rail on an electric bed. This lead to the pt's death. No malfunction has been reported.